Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that a patient was found to have a left arm occlusion which the physician believed to be vein spasm around the subclavian vein. The implantable cardioverter defibrillator (ICD) and lead were explanted. The patient was recovering, related manufacturer reference number: 2017865-2019-09442.